Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, legal representative stated ethibond suture and mesh exposure posterior to the cervix, cervical infection, posterior mesh exposure, 3 cm exposure at the apex of the vagina posterior to the cervix, posterior vaginal wall, erosion of mesh to the right lateral fornix adjacent to the cervix, approximately 1.5 cm, vaginal discharge, abscess, pelvic pain, exposed mesh, granulation tissue apically, recurrent anterior prolapse, pelvic pressure, vaginal spotting (bleeding), recurrent anterior prolapse, granulation tissue.